Event description:
The bedside nurse was attempting to switch the arterial line and cvp line monitoring to a new set of syringe pumps. The pump pcu displayed code 120.4610, setting unrestorable. This type of problem continues to recur. The manufacturer has been notified. This type of event causes a delay in critical IV therapy to the patient. The hospital has been using carefusion large volume pumps model 8100 and pca pumps model 8120 since (B)(6) 2014. In (B)(6) 2015 the carefusion syringe pumps model 8110 were implemented. There are two phases to this implementation. The first phase is for administering less critical drugs. The second phase includes the following drugs. Amiodarone, epinephrine, esmolol, nicardipine, nitroprusside norepinephrine, phentolamine, phenylephrine, and vasopressin. The hospital has postponed phase 2 of the syringe pump implementation. There have been too many pump software and hardware issues experienced during phase 1.